Event description:
It was reported: 2nd revision was required because of the instability of the hip, and was operated in 2001. This is apparent, given the fact that they converted to a hooded insert, as well as the fact that a +8 cocr head was used. Both of these changes will help to increase the stability of the hip. 1st rev. Of this patient is of a recall shell. P01-2916 (rm database).